Manufacturer narrative:
(B)(6). (B)(4). No imaging studies available as yet. Hence it is rather difficult to draw any conclusion.

Event description:
It was reported that intra-op, post cervical, head to head cross link was needed, surgeon tightened using the torque limiter and then for the final top set screw the lower half failed while using the torque limiter during implantation and was unable to remove due to the hex portion shearing off. No patient complications were reported due to this event. Product status: implanted-remains in service.